Event description:
The account alleges the bed has no nurse call at all. No injury reported.

Manufacturer narrative:
The account has replaced the nurse call board, side com cable and the left user control module and the issue remains. Three attempts have been made regarding a resolution to this complaint. No further info is available on the repair of the bed at this time.